Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a positive sars-cov-2 target generated with the cobas sars-cov-2 and influenza a/b assay (scfa) from one patient sample with the cobas® liat® system sn. (B)(4) on (B)(6) 2021, run #221 generated sars-cov-2 positive flu a/b negative results. A further confirmation with viasure sars-cov-2 real time pcr detection kit (certest biotec) was negative for sars-cov-2. On (B)(6) 2021, the same initial sample was re-tested on the same cobas® liat® generated negative results for all 3 targets. Moreover, a new sample was re-collected via swab and repeated on the same cobas® liat® and also generated negative results for all 3 targets. The positive result was reported to the patient. An investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(6). (B)(4).

Manufacturer narrative:
An investigation was performed and found no indication of an analyzer issue. Review of the data showed that there is amplification signal but it is weak, which suggests a low viral titer sample. There are no abnormal pcr curves, and no indication that the result is false positive based on data review. Low levels of amplification can be seen for the original positive run, which could indicate a sample with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Additionally, as the customer re-tested samples using another test platform, differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies. Added 2 eval method codes. (B)(4).